Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came to clinic complaining of fatigue, chest pain, and low heart rate. Upon device check, the nurse determined the right ventricular (rv) lead capture threshold had gone up. The lead was explanted and replaced. The patient was stable.